Event description:
We have received information about a potential incident and would like to inform you about it. The device was returned to the manufacturer due to showing several errors. According to the customer the errors occurred during a running therapy in hft mode. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
Country of incident: germany. The investigation is considered closed by lmt. No follow-up report will be submitted.